Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur, and was advised to continue using pump while relying on alternate method if needed; technical support arranged shipment of replacement pump.